Event description:
This is filed to capture the deaths. It was reported through a research article that the mitraclip device maybe related to death, hospitalization, mitral regurgitation, major bleeding, cardiogenic shock, vascular complications, detachment, embolization, migration, and device retrieval. Although the complications mentioned occurred, mitral-valve transcatheter edge-to-edge repair is feasible and effective in high-risk patients who previously underwent major cardiac surgery. Specific patient information is documented as unknown. Details provided in the attached article titled: ¿clinical outcomes and predictors in patients with previous cardiac surgery undergoing mitral valve transcatheter edge-to-edge repair¿ please see attached article for complete information.

Manufacturer narrative:
Median age; majority gender. Date of death - estimated. Date of event - estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. Date of implant ¿ estimated. The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant the serious injuries and device malfunctions referenced, are filed under separate medwatch report numbers. Literature attachment article titled: ¿clinical outcomes and predictors in patients with previous cardiac surgery undergoing mitral valve transcatheter edge-to-edge repair."

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The investigation was unable to determine a cause for the reported patient effect of death. There is no indication of a product issue with respect to manufacture, design, or labeling.